Event description:
(B)(4). Pelvic pain, joint pain,mood swings, chronic abdominal pain, hot flashes, cold sweats, fatigue,bloating, migraines, nnp sex drive, forgetfulness, memory loss, vision impairment, nerve pain, numbness and tingling.